Manufacturer narrative:
B3: unknown; year valid. H3: received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. It was observed the upstream occlusion (uso) seal was buckling and the latch lock flex sensor was defective. The uso seal and latch lock flex sensor were both replaced. The device passed all functional and delivery tests performed after the repair activities were completed.

Event description:
It was reported that the device had a bubbled downstream occlusion seal and damaged battery compartment. There was no patient involvement. Device evaluation revealed a buckling upstream occlusion seal and defective latch lock flex sensor.